Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was in the emergency department for treatment. It was not reported that the patient was admitted to the hospital the event. The patient was treated with unspecified antibiotics for peritonitis. The patient outcome was unknown. Pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, d10, h6 and h11. B5: upon follow up, it was reported that the patient was admitted to the hospital and diagnosed with peritonitis the next day. The cause was breach in aseptic technique. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid, fever and pain. It was reported that "the patient was discharged against medical advice" 5 days after hospitalization. Treatment was vancomycin (2gm, every 4 to 5 days, intraperitoneal, for 21 days) for peritonitis. The patient recovered from the events 24 days after hospital admission. Pd therapy was discontinued. No additional information was available. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.